Event description:
Home health nurse reported pump was not working and getting an error message. She confirmed having gravity supplies to make sure patient does not miss dose. No further information provided. All known information is contained in this report. Device serial number: (B)(6). No interruption to therapy, missed dose(s] or adverse event(s) reported due to product issue. Troubling shooting was not reported. Device is available for return. Reported to (B)(6) by health professional.